Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported inflated above the rated burst pressure. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The traveler balloon dilatation catheter is not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the 2.75x15 nc traveler balloon was inflated one time for post-dilatation of a stent in the atrio-ventricular branch of the right coronary artery. With the second inflation, the traveler was taken to 20 atmospheres for ten seconds, but it would not hold pressure. The balloon was deflated and the traveler was removed from the patient anatomy safely and was replaced with a 2.75x12mm nc traveler to complete the procedure successfully. The physician commented that the leakage seemed to come from the proximal part of the proximal balloon shoulder. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The date received by manufacturer was changed from 07/25/2016 to 07/27/2016 for the initial MDR. The device was returned for evaluation and pressurized to confirm a 3 millimeter longitudinal balloon rupture in the proximal balloon taper. The balloon had been inflated to 20 atm, which was above the rated burst pressure for this balloon. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The performance of these devices will continue to be monitored.